Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16mm from the distal end. There were not any scratches, which may lead to the fracture, around the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we concluded that the output stopped due to the crack on the probe, and then, the probe broke due to the load applied by disassembling/re-assembling the subject device. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe to the tissue with strong force, twisted the device while grasping hard tissue, or activated the output grasping hard tissue such as bone. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an uncertain procedure, the subject device could not be activated for the output, and when the physician disassembled and re-assembled it outside the patient's body, the probe of the subject device broke. The procedure was completed with another device. There was no report of patient's injury regarding this event.